Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. Upon the initial inflation attempt, the balloon burst and the stent was partially expanded. Another balloon catheter was utilized to fully expand the stent. The sds was withdrawn from the pt without complication. There were no add'l complications reported relative to this event.